Event description:
The following information was provided: as reported by hcp: I just received word that our compassionate use patient was sent to the emergency department from the ortho clinic. Patient had her 8 week follow up in clinic today with complaints of new onset right hip pain and clicking for the last 2 weeks. On x-ray, the hip was found to be dislocated. She has been admitted to the hospital and will have a revision tomorrow. We'll know more tomorrow. Per pss team: a patient specific flanged acetabular cup (p/n: c-mm100731-00) was implanted. Additional information from sales rep: the entire ((B)(6) 2026) revision was stryker projects with rest mod in the femur and mdm construct in the cup (note: the (B)(6) 2026 surgery to implant stryker implants was a revision of non-stryker implants). The reason for the dislocation was a brace was removed from the patient during pt (brace was removed by physical therapist against surgeon advice after having been asked 3 times to remove the brace) and her entire greater trochanter broke off due over movement of the operative leg. It was discovered yesterday, in surgery, that her abductors were no longer attached to keep the hip in place. The mdm construct was replaced with a stryker constrained liner to keep her hip from further dislocation. Rep provided x-rays and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: restoration adm x3 ins 28/48; cat # 7236-2-848; lot # l62rd6, modular dual mobility insert; cat # 626-00-42e; lot # 33424053. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.